Event description:
It was reported that a pt underwent an umbilical hernia repair with intraperitoneal mesh implant on (B) (6) 2009. Postoperatively - the pt presented with an infected seroma umbilicus contaminated with mrsa on (B) (6) 2009. The pt received antibiotics, augmentin, dalacin and local aseptic wound care. The event was reported as resolved on (B) (6) 2009.

Manufacturer narrative:
(B) (4). (B) (4) - infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.